Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain, every time my period is supposed to come, planning to remove essure, communication with hcp') and fallopian tube perforation ('essure device protruding through tubal serosa') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterovaginal prolapse, cystocele, rectocele, urinary incontinence and spotting vaginal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ pain/ dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy - hypersensitivity"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines/headaches"), nausea ("nausea"), psychological trauma ("psych injury related to essure- yes"), urinary tract infection ("uti/ infection (other) - describe : urinary"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (tylenol) and surgery (planned surgery to remove essure and robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, fallopian tube perforation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, migraine, nausea, weight increased, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal as she is medically unfit. Discrepancy noted in essure insertion date. Discrepancy noted: essure confirmation test- no (per pfs);yes (per ppf) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Imaging procedure - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device protruding through tubal serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain, every time my period is supposed to come, planning to remove essure, communication with hcp') and fallopian tube perforation ('essure device protruding through tubal serosa') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, uterovaginal prolapse, cystocele, rectocele, urinary incontinence and spotting vaginal. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ pain/ dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy - hypersensitivity"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines/headaches"), nausea ("nausea"), psychological trauma ("psych injury related to essure- yes"), urinary tract infection ("uti/ infection (other) - describe : urinary"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (tylenol) and surgery (planned surgery to remove essure and robotic assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain lower, fallopian tube perforation, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, migraine, nausea, weight increased, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal as she is medically unfit. Discrepancy noted in essure insertion date. Discrepancy noted: essure confirmation test- no (per pfs);yes (per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Imaging procedure - on an unknown date: bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure device protruding through tubal serosa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: mr received. Reporter information, patient medical history, product removal date, event: fallopian tube perforation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain, every time my period is supposed to come, planning to remove essure, communication with hcp') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ pain/ dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy - hypersensitivity"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines/headaches"), nausea ("nausea"), psychological trauma ("psych injury related to essure- yes"), urinary tract infection ("uti/ infection (other) - describe : urinary"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (tylenol) and surgery (planned surgery to remove essure). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, migraine, nausea, weight increased, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal as she is medically unfit. Discrepancy noted in essure insertion date. Discrepancy noted: essure confirmation test- no (per pfs);yes (per ppf) . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 108.8 kgs. Imaging procedure - on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain, every time my period is supposed to come, planning to remove essure, communication with hcp') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea/ pain/ dysmenorrhea (cramping)"), dyspareunia ("dyspareunia/ pain/ dyspareunia (painful sexual intercourse)"), hypersensitivity ("allergy - hypersensitivity"), menorrhagia ("menorrhagia"), metrorrhagia ("metorhagia (bleeding b/w periods)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraines/headaches"), nausea ("nausea"), psychological trauma ("psych injury related to essure- yes"), urinary tract infection ("uti/ infection (other) - describe : urinary"), urinary tract disorder ("urinary probs"), bladder disorder ("bladder probs") and genital haemorrhage ("bleeding") and was found to have weight increased ("weight gain"). The patient was treated with paracetamol (tylenol) and surgery (planned surgery to remove essure). Essure treatment was not changed. At the time of the report, the abdominal pain lower, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, metrorrhagia, fatigue, gastrointestinal disorder, migraine, nausea, weight increased, psychological trauma, urinary tract infection, urinary tract disorder, bladder disorder and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, metrorrhagia, migraine, nausea, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: the patient did not have her essure removed, however, is currently planning for removal as she is medically unfit. Discrepancy noted in essure insertion date. Discrepancy noted: essure confirmation test- no (per pfs);yes (per ppf). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Imaging procedure on an unknown date: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-apr-2020: pfs received: new event added: lower abdominal pain. This event was marked medically significant and for intervention as planned essure removal is mentioned in the source document. Mir information (annex a, f and c codes), location of the device was updated. Tylenol was added as a treatment drug. Device n/s incident was deleted from the references in the additional information tab. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.